Manufacturer narrative:
G2: the country of origin is greece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that when the patient was trying to increase the intensity of their ins, the programmer displayed the message "settings not available" and the patient couldn't increase or decrease the intensity. No factors led to this issue. Impedances were checked and the representative reported they were ok, though an image showed that electrode 0 was listed as "avoid" and there were impedances that were greater than 4,000 ohms. They increased the pulse width and decreased the rate. They changed all electrode poles, but the issue was not resolved. Additional information received from a manufacturer representative. When asked if there was an impedance issue with electrode 0, the representative reported that there was no impedance issue, but there were impedances that were greater than 4,000 ohms displayed in an impedance chart. They also noted that the patient's ins was for peripheral neurostimulation. The cause of the "settings not available" message was not determined. They tried to use different electrodes and high pulse width, and then again they tried another combination of electrodes with lower pulse width, but the p atient still couldn't use their controller; the issue remained. Additional information received from a manufacturer representative. It was reported that the representative was going to try reprogramming the patient again on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep wanted to inform that they finally resolved the problem they were facing with the patient programmer. They tried with another combination of programming, they 'increased the pulse width in 200 and to patient access they closed the rate and made green the limits of intensity'. Now the patient can use her programmer.